Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the la of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. After all release criteria was met the physician released the closure device from the core wire of the wds. The closure device was successfully implanted in the laa of the patient. A few minutes after the closure device was released the patient's blood pressure dropped and a pericardial effusion was discovered. The physician performed a pericardiocentesis and drained 1 liter of blood from the pericardial space. The patient did not experience any other complications and is expected to make a full recovery.